Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly patient underwent left total knee arthroplasty on (B)(6) 2020. Allegedly on (B)(6) 2020 she felt a pop and rush of pain while attempting to get out of bed and x-rays taken in the ER "revealed an acute, oblique fracture of the distal femur, extending through the lateral femoral condyle and lateral margin of the knee prosthesis. There was a significant fracture displacement of approximately 2 cm medial displacement and 2.5 cm of override." On (B)(6) 2020 she underwent an open reduction with internal fixation of the fracture.